Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: customer called while performing routine testing on the generator. Customer received high output (70 watts) while testing cut 5 with a fluke esu analyzer. Customer was advised that this setting needs to be tested with an o-scope and current sensing coil. Investigation conclusion: the reported issue was not confirmed. The reported complaint of ¿fails biomed testing and high output¿ could not be confirmed. The returned device produced acceptable results for electrical continuity testing and ¿saline test fire¿ testing. The device functions as intended with no failures found. As the generator is the main driver of rf outputs, the device should not be considered a potential cause of higher-than-expected rf energy outputs and the testing methodology did not use the proper equipment required. Additionally, it was found that the electrode tip and heatshrink showed evidence of damage consistent with tool markings from biomed output testing. There was no indication the device was used on tissue or that the electrode insulation damage occurred via normal usage. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the insulation on the plasmablade device tip was flaking. It is unknown how the damage occurred. There was no patient involvement; therefore, patient information is not applicable.